Event description:
It was reported that at 2130 the propofol tubing and bottle was replaced with a new bottle and reprogrammed the volume to be infused. Based on the infusion rate of ~25 ml/hr (for 60 mcg/kg/min with pt weight of 70 kg) the bottle should have lasted ~3.5 hrs. At 2245 it was noticed that the bottle had run empty. The pump programming was verified. The patient is on long term eeg monitoring for burst suppression. Approximately 5 mins after discovery, writer received a call from the epileptolist asking if the sedatives had been increased because the patient "looks really flat" on eeg as of ~2132. Epileptologist was informed that there was an error occurred with the IV pump, where despite proper input of rate, the propofol infused 3 times faster than it should have. The other 3 channels attached was infusing at the appropriate rate as programmed. The propofol line was transferred to a new pump and channel, with a new bottle (tubing was kept the same) and infused properly.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that at 2130 the propofol tubing and bottle was replaced with a new bottle and reprogrammed the volume to be infused. Based on the infusion rate of ~25 ml/hr (for 60 mcg/kg/min with pt weight of 70 kg) the bottle should have lasted ~3.5 hrs. At 2245 it was noticed that the bottle had run empty. The pump programming was verified. The patient is on long term eeg monitoring for burst suppression. Approximately 5 mins after discovery, writer received a call from the epileptolist asking if the sedatives had been increased because the patient "looks really flat" on eeg as of ~2132. Epileptologist was informed that there was an error occurred with the IV pump, where despite proper input of rate, the propofol infused 3 times faster than it should have. The other 3 channels attached was infusing at the appropriate rate as programmed. The propofol line was transferred to a new pump and channel, with a new bottle (tubing was kept the same) and infused properly. Further information was provided by the customer which states "patient became overly sedated/burst suppressed. Changes in assessment findings pre and post medical device incident include: loss of corneal reflexes, levophed requirements increased from 0 to 6 mcg/min to meet map goal".

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information. Correction: describe event or problem. Additional information: imdrf annex e and f codes.

Manufacturer narrative:
Correction: describe event or problem.

Event description:
It was reported that at 2130 the propofol tubing and bottle was replaced with a new bottle and reprogrammed the volume to be infused. Based on the infusion rate of ~25 ml/hr (for 60 mcg/kg/min with pt weight of 70 kg) the bottle should have lasted ~3.5 hrs. At 2245 it was noticed that the bottle had run empty. The pump programming was verified. The patient is on long term eeg monitoring for burst suppression. Approximately 5 mins after discovery, writer received a call from the epileptolist asking if the sedatives had been increased because the patient "looks really flat" on eeg as of ~2132. Epileptologist was informed that there was an error occurred with the IV pump, where despite proper input of rate, the propofol infused 3 times faster than it should have. The other 3 channels attached was infusing at the appropriate rate as programmed. The propofol line was transferred to a new pump and channel, with a new bottle (tubing was kept the same) and infused properly. Further information was provided by the customer which states "patient became overly sedated/burst suppressed. Changes in assessment findings pre and post medical device incident include: loss of corneal reflexes, levophed requirements increased from 0 to 6 mcg/min to meet map goal" additional information was received from the customer stating "patient had a rass score of -4/-5, the clinician did not notice an issue until the neurologist called asking why the patient was more sedated as they noted the eeg was ¿more flat¿. "